Event description:
It was reported that in arctic sun device got the alarm 86. It was non-recoverable system error-power supply voltage fault. As per follow up information received via email on 31aug2023. It was repaired on the customer site. The issue was resolved. They replaced processor circuit card. Then, the device worked normally. No patient involvement.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty processor circuit card. The device was evaluated and the reported issue was confirmed as the device displayed an alarm 86. Processor circuit card was replaced. This device was evaluated for functionality. It passed all tests successfully. The evaluation found no other issues with the arcticsun performance. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: d, f, h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that in arctic sun device got the alarm 86. It was non-recoverable system error-power supply voltage fault. As per follow up information received via email on 31aug2023. It was repaired on the customer site. The issue was resolved. They replaced processor circuit card. Then, the device worked normally. No patient involvement.